Event description:
It was reported that there was double counting for a few seconds following a shock. The right ventricular (rv) lead pacing impedance trend has been stable and within expected range. The current electrogram tracing did not show any indication of oversensing. The lead remains in use with close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2006 (B)(6). (B)(4).